Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr227277. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on returned device and provided imaging. The filter is visually intact and symmetric. The width between both sets of primary legs are 38mm and should be according to specifications between 32 and 40mm. There is nothing notable as a result of the returned product investigation. On the imaging provided the primary filter feet appear somewhat clustered towards the left aspect of the ivc and the maximal distance between the filter feet measures just over 1 cm, although the diameter of the ivc in the region measures on 13 mm. Only one projection is provided, so a component of this configuration may be projectional as well. The venogram demonstrates a filling defect within the cone of the ivc filter, as well as a filling defect adjacent to the sheath through which the venogram was performed. These filling defects suggests that there is thrombus present within the filter and potentially still adherent to the sheath. A small amount of thrombus adherent to the filter feet may have inhibited the proper deployment, resulting in filter legs either being somewhat tethered to one another and/or interacting with the wall of the ivc in such a manner that would inhibit their complete lateral expansion. There is no comment in the complaint report regarding these filling defects, however, on the images provided, these do not appear to represent artifacts. If the sheath was not flushed prior to insertion of the device, thrombus formation within the sheath could have altered the deployment characteristics of the filter. In addition, the ivc diameter measures 13-14 mm, below the recommended size limits for a celect platinum filter. This small size may have also contributed to the perceived incomplete opening of the primary filter feet. The filter was then retrieved via a jugular approach and images demonstrates slight change in position of the primary filter legs, relative to the initial post deployment venogram. This corresponds to redistribution of the primary filter legs. At the time of the filter capture, the distribution of the primary filter legs appears normal, and it could be argued that the filter would no longer need to be retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog #:igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "legs of ivc filter did not completely deploy. Therefore it was successfully retrieved and a new device was placed. It was indicated that the second device that was opened and used was a cook celect platinum jugular kit." Patient outcome: the patient required additional procedures as the filter had to be retrieved and a new one was placed. No adverse effects to the patient due to this occurrence were reported.